Event description:
Patient was placed in reprocessed medium scd (sequential compression device) sleeves. Within 20 minutes after placed, and in use on patient who was prepped and draped, scd machine began to alarm low pressure. Tubing, patient sleeves, and machine checked. The machine was stopped and restarted, and within 15 minutes the machine alarmed a second time. Unable to remove scd from patient due to surgery in process. Had to turn off intermittently after alarm would sound so there would be some dvt prophylaxis for the patient. Scd sleeves removed after procedure and brand new ones placed on patient.